Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 59 mg/dl. Caller states her normally ranges from 120-130 mg/dl. Based on (B)(4), the bias between the lowest result in memory (59) and the highest normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).